Manufacturer narrative:
(B)(4). The customer returned one, three-lumen cvc for analysis. Signs-of-use in the form of biological material was observed. The catheter body was intentionally severed below the 15cm mark. The separated portion was not returned. Visual analysis did not reveal any defects or anomalies of any kind. The catheter body length measured approximately 200mm which indicates that at least 107mm-127mm was severed and not returned (per the catheter graphic). The catheter body outer diameter measured 2.485mm which is within the specification limits of 2.390mm-2.490mm per the catheter extrusion graphic. The returned catheter body was initially flushed to ensure no blockages were detected in any lines. No blockages were detected. The catheter was leak tested according to bs en iso 10555-1 annex c. With the distal end of the catheter occluded, water was injected into all three extension lines of the catheter to a pressure of 300 kpa and maintained for 30 seconds. No leaks were observed from any part of the catheter. It cannot be verified if any leaking is present within the severed portion of the catheter body. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a catheter leaking could not be officially confirmed through examination and functional testing of the returned sample. The returned cvc catheter did not leak during functional testing. A device history record review was performed on the catheter, and no relevant manufacturing issues were identified. The catheter met all relevant dimensional requirements. The root cause could not be determined as leak testing could not be officially confirmed on the severed portion of the catheter body. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: when the user drew blood from the proximal lumen during placement of the catheter, air was also drawn into the syringe. The user managed to draw blood in the end. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: when the user drew blood from the proximal lumen during placement of the catheter, air was also drawn into the syringe. The user managed to draw blood in the end. No patient injury or harm reported. The patient's condition is reported as fine.